Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced a loss of therapeutic effect following "a couple of bad falls." It was stated that, in 2009, pt fell down two flights of stairs. Then, in (B)(6) 2010, pt fell in the street, which required knee replacement. It was stated, the device "kind of stopped" following the falls. It was also reported that, in 2009, the pt was on "30+ oral medications" and was found unconscious and spent a month in the hospital. It was stated, the pt had pain in her lower back and legs, and could not lie down flat. It was stated, the pt wished to have the device removed. Additional information has been requested, a f/u report will be sent if additional information becomes available.